Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: visual analysis of the returned device noted "1 syringe of 1.0ml with 0.85ml of gel remaining received in an opened tray without cap but with one needle attached. Bubbles outside specification are observed in the remaining gel.¿ a review of the device history record has been completed. No deviations or non-conformances noted. Device labeling: precautions: ¿ juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions ¿ if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra xc there was a needle disengagement. The product "did not spill out." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.